Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they were planning on trying a different drug tomorrow. The pump seemed to be functioning correctly, but the patient was unable to tolerate the drug. Since the pump was implanted out of state they aren't sure if the patient had a trial. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient's weight was (B)(6)pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 0.3mg/ml dilaudid at 0.07993mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had not received pain relief since the implant. The patient went to their hcp and a dye study was done which was normal. Dose adjustments were made which were unsuccessful in resolving the pain. A sample of fluid from the pump was taken on (B)(6) 2018 and sent to a lab. The results showed that the fluid in the pump was water and not drug. Dilaudid was ordered by the hcp and a pump fill and initiation of therapy was done on (B)(6) 2018. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury". No further complications were anticipated/reported. Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 0.2 mg/ml at 0.1999 mg/day. It was reported the patient¿s pump was put in minimum rate. The event/difficulty occurred on (B)(6) 2018 during normal use. The patient had the pump implanted in (B)(6) and filled by a third party in (B)(6). The patient relocated to (B)(6) and had a catheter dye study (date unknown) to check the catheter after no pain relief. It was noted everything checked out ok. The patient then had their pump filled in (B)(6) and the patient reported "feeling unusual". The pump was put in minimum rate. There were no environmental/external/patient factors that may have led or contributed to the issue. A rotor dye study was done (date unknown) and the catheter looked good. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history was asked, but unknown. No further complications were reported/anticipated or expected.